Manufacturer narrative:
Article website: http://jnis.bmj.com/content/7/11/795.long. In this article, the causes, relatedness to solitaire fr device, and the outcomes of these events were not reported for each individual patient. There is limited information about the device and/or the patient, therefore, all serious adverse events were captured in this report. No device issue was reported in the article. Attempts were made to obtain additional information and no further information was provided. Vessel perforation, distal embolization, and intracranial hemorrhage are known inherent risk of solitaire procedure and are documented in the solitaire fr instruction for use. Based on the reported information, there is no evidence suggesting that the device was defective, but rather procedure related or study disease related events.

Event description:
Medtronic received information through literature review of that four m1 occlusions were treated solely by the solitaire device in the ims iii trial. Six adverse events were reported to have occurred during the procedure or at 30 hour post the procedure (listed in table 4): - one symptomatic intracranial hemorrhage (sich) - one hemorrhagic infarction - one subarachnoid hemorrhage (sah) - one angiographically identified perforation - two new emboli the causes, relatedness to solitaire fr device, and the outcomes of these events were not reported for each individual patient. However, the solitaire achieved 85% tici 2b-3 reperfusion overall. The authors reported mrs 0-2 outcomes of 56% in the solitaire study. According to the authors, these outcomes "probably reflect more rapid reperfusion after device deployment, more complete recanalization after its retrieval, or patient selection advantages." Citation: tomsick ta, yeatts sd, liebeskind ds, et al. Endovascular revascularization results in ims iii: intracranial ica and m1 occlusions. J neurointervent surg 2015;7:795-802.